Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. Device analysis revealed a kink in the imaging window assembly in the distal end. There was no damage observed on the distal tip or guidewire exit port assembly. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that wire looped in the imaging catheter. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. During percutaneous coronary intervention (pci) procedure, an opticross¿ imaging catheter was selected to view target lesion. The physician inserted the imaging catheter into the lesion however; severe resistance was felt and the imaging catheter was unable to cross. The cine-angiocardiogram image was checked, the wire was looped at the exit port. The device was pulled together with the wire. The exit port part of the imaging catheter was damaged. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that wire looped in the imaging catheter. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. During percutaneous coronary intervention (pci) procedure, an opticross¿ imaging catheter was selected to view target lesion. The physician inserted the imaging catheter into the lesion however; severe resistance was felt and the imaging catheter was unable to cross. The cine-angiocardiogram image was checked, the wire was looped at the exit port. The device was pulled together with the wire. The exit port part of the imaging catheter was damaged. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported.